Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms.

Event description:
The customer reported via phone call that the insulin pump had motor error. Customer's blood glucose level was unknown. Customer reports they were able to clear the alarm. Customer states they are able to rewind the insulin pump. Customer states drive support cap appears to be normal. Customer states insulin pump history contains more than one motor error within 30 days. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.